Manufacturer narrative:
The technician replaced the side rail user control module board and label to resolve the issue.

Event description:
The technician alleged the side rail user control module board had fluid ingress. No pt impact.